Event description:
It was reported that a file separated in the canal during a procedure. As a result, a surgical procedure was performed to retrieve the separated piece, though only part of the piece was successfully retrieved.

Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a reult of this malfunction, surgical intervention was required to retrieve the separated piece and preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability. The device was returned for evaluation, though results are not available as of this report, evaluation results will be submitted as they become available.